Event description:
It was reported that the unit experienced an e-3 error message. It was further reported that the unit displayed a blue screen error.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.